Event description:
The customer alleges that the handle will not recharge. The alleged issue was detected prior to patient use. No patient injury.

Manufacturer narrative:
(B)(4). Potential lot numbers reported - 1244v2 and 1403v2. The device sample was not returned for evaluation at the time of this report.